Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump was cracked on the right hand corner and on the bottom of the screen. The keypad was not responding. The device was exposed to moisture due to cracks. Customer's blood glucose was 7.0mmol/l. Customer was advised to revert to back up plan. No further information reported.